Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1201461. Medical device expiration date: 2023-07-31. Device manufacture date: 2021-07-20. Medical device lot #: 1201462. Medical device expiration date: 2023-07-31. Device manufacture date: 2021-07-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced tube push off, causing blood leakage. The following information was provided by the initial reporter. The customer stated: it was reported that tubes popping off butterfly before full occurred and splattering blood when the safety was engaged. Most recent issue with tubes popping off butterfly before full occurred on (B)(6) 2022 no blood exposure.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced tube push off, causing blood leakage. The following information was provided by the initial reporter. The customer stated: it was reported that tubes popping off butterfly before full occurred and splattering blood when the safety was engaged.

Manufacturer narrative:
Investigation summary: no customer samples or photos were received for review and analysis. Therefore, 10 retention samples for batch 1201461 were subjected to a tube push off test with 5 of 10 samples failing the test. Therefore, this defect is confirmed. Additionally, 10 retention samples for batch 1201462 were subjected to a tube push of test with 6 of 10 samples failing the test. Therefore, this defect is confirmed. As no customer samples or photos were received the scope of this investigation is limited. Bd is able to confirm the customer¿s reported failure of tube push off from the retention sample testing. The root cause of the tube push-off issue is excess lubrication on the non patient cannula. Separately, 10 retention samples from each batch (1201461 and 1201462) were subjected to a functional testing as well as a visual for splatter during the test and the customer's indicated failure mode of splatter was not observed as all samples passed the test with no defects observed. Bd was unable to confirm the customer reported failure mode based on retention sample testing results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.